Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown exeter stem was reported. The event was confirmed following a review by a clinical consultant. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant noted: stem position and cementation appear adequate as far as quality of pictures allows but the cup has no anteversion at all and as such is in clear malposition as evident by the straight line projection of the cup opening circle on the ap view. A review by a clinical consultant concluded: cup malposition in absent anteversion in combination with soft tissue imbalance across the hip after incomplete healing of soft tissue structures around hip at time of dislocation plus prior disuse atrophy of hip abductor musculature have contributed to hip instability with dislocation requiring revision surgery.

Event description:
The patient underwent the surgery with tha(exeter short stem). Four month after, the surgeon found that the hip joint was posterior dislocation. Therefore, the patient underwent the revision surgery. And the patient's hip joint became stable.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient underwent the surgery with tha (exeter short stem). 4 month after, the surgeon found that the hip joint was posterior dislocation. Therefore, the patient underwent the revision surgery. And the patient's hip joint became stable.